Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on may 17, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was observed. Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor is noisy and draws a high amount of current. The gearbox appears to be corroded internally and wore out the motor over a period of time. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax mdu hand control device overheated. A back-up hand piece was used to complete the procedure with no reported delay. There was no report of patient injury associated with this event.